Event description:
The clinical consultant reported that the automated impella controller (aic) stopped recognizing the catheter. This aic was replaced with another aic resulting in no issues with the replacement aic. There was no patient harm reported.

Manufacturer narrative:
The investigation into the pump not detected/controller failure issue has been completed. The impella automated controller (aic) was returned for investigation. The data analysis of the logs did not confirm the reported failure to detect the impella pump. During the preparation for the clinical procedure, the pump was detected, and eeprom was read. There were eventually issues with the placement signal preceding optical bench communication issues, which resulted in a loss of optical data and an issue detecting pump disconnection. As a result, the console triggered a controller error (opm communication loss - event set 1043) which did not resolve until the console was power cycled. The returned console (ic4825) was tested thoroughly by the post market engineering team, and the failure was not reproduced. This known pattern failure, which is characterized by a temporary loss of optical data and triggering of a controller error alarm, has a low probability of recurrence. The cause of the loss of optical data was unable to be determined because the issue was unable to be reproduced. This report is being filed as part of a retrospective review of historical records.